Manufacturer narrative:
T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer was able to successfully load a new cartridge onto the pump. Customer had elevated blood glucose levels (425 mg/dl). Reportedly, bg levels did not stabilize after pump supplies were changed out due to the cartridge alarm 19. Customer stabilize bg levels with manual injections and a bolus via the pump. Reportedly, the customer is using apridra insulin. Tandem technical support educated the customer that apridra insulin is off labeling.